Event description:
It was reported the patient's lead was explanted and replaced due to a lead break or failure. It was also reported the patient's device was reprogrammed and the impedance measurements were out of range for electrode pairs 0-1, 1-2, and 2-3. The patient reportedly did not feel paresthesia and had less than 50 percent therapy relief. Following the lead replacement, it was reported the patient was "doing well" and had paresthesia covering 100 percent of the patient's pain area with good pain relief. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_tlock_anchor. Product type: accessory: product ID 38873353, lot# b0000201k, implanted: (B)(6) 2000, explanted: (B)(6) 2013. Product type: lead. (B)(6). (B)(4). Final device analysis of the lead revealed the following: all four conductors were broken at the twist lock anchor site, 13.0 cm from the distal end of the lead. A functional test showed all circuits were open and there were no shorts between circuits (dry). Final device analysis of the anchor revealed the following: no significant anomaly found. Suspected tool marks were found on the twist lock anchor.

Manufacturer narrative:
(B)(4). Analysis of the lead and anchor (lot# b0000201k) found no significant anomaly for the anchor and all four conductors were broken at the twist lock anchor site, 13.0 cm from the distal end of the lead. (B)(4).